Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the devices could not be seen"), genital haemorrhage ("bleeding"), menorrhagia ("large amounts of bleeding / heavy periods") and suicidal ideation ("suicidal thoughts") in a (B)(6) female patient who had essure (batch no. C59252) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criterion medically significant). In 2015, the patient experienced pelvic pain ("severe pelvic pain all the time") and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse / pain during intercourse") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("abdominal pain all the time/ abdominal pain"), migraine ("migraines"), alopecia ("hair loss"), back pain ("lower back pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (hysterectomy/salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, menorrhagia, suicidal ideation, abdominal pain, dyspareunia, migraine, alopecia, dysgeusia, back pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysgeusia, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, suicidal ideation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: coils were properly placed. Ultrasound scan - on (B)(6) 2016: bilateral and satisfactory good placement. On unknown date: hysteroscopy was performed and the devices could not be seen. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-jan-2018: events: the devices could not be seen, pelvic pain, hair loss, pain during intercours was clubbed with previously reported event and vaginal bleeding and genital bleeding was added. The patient underwent hysterectomy/salpingectomy. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the devices could not be seen'), genital haemorrhage ('bleeding/ abnormal bleeding (general)') and suicidal ideation ('suicidal thoughts') in a 22-year-old female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 138 lbs. In 2015, the patient experienced pelvic pain ("severe pelvic pain all the time/ pain"), 1 day after insertion of essure. On (B)(6) 2015 the patient had essure inserted. On (B)(6) 2015 the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("large amounts of bleeding / heavy periods / menorrhagia"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). On (B)(6) 2015 the patient experienced depression ("psychological or psychiatric problems condition : depression"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2015 the patient experienced dyspareunia ("painful intercourse / pain during intercourse") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("abdominal pain all the time/ abdominal pain") and back pain ("lower back pain"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antibiotics and surgery (hysterectomy/salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, suicidal ideation, pelvic pain, abdominal pain, dyspareunia, dysgeusia, back pain and abdominal pain lower outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, alopecia, urinary tract infection, depression, vaginal discharge, fatigue and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, depression, device dislocation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, suicidal ideation, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2016 she didn¿t undergo an essure confirmation test. (Discrepancy noted in pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: results: coils were properly placed. Ultrasound scan - on (B)(6) 2016: results: bilateral and satisfactory good placement. On unknown date: hysteroscopy was performed and the devices could not be seen. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs was received- new events-" infection (bladder/urinary tract/vaginal) type: urinary tract infection , fatigue, weight loss, vaginal discharge, psychological or psychiatric, problems condition: depression , new reporter information, onset date, treatment drug, concomitant condition added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the devices could not be seen'), genital haemorrhage ('bleeding/ abnormal bleeding (general)') and suicidal ideation ('suicidal thoughts') in a 22-year-old female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida in (B)(6) 2015, d & c and labial operation nos. Current weight 138 lbs. Concurrent conditions included hypothyroidism, anxiety disorder and attention deficit disorder. Concomitant products included amfetamine (amphetamine), doxycycline (vibramycin) from (B)(6) 2015 to (B)(6) 2016, escitalopram oxalate (lexapro) from (B)(6) 2015 to (B)(6) 2016, ethinylestradiol;levonorgestrel (levonorgestrel and etinilestradiol) from (B)(6) 2015 to (B)(6) 2016, fluoxetine, hydroxyzine hydrochloride, ketorolac tromethamine (B)(6) 2015 to (B)(6) 2016, levothyroxine sodium (synthroid), sertraline hydrochloride (zoloft) from (B)(6) 2015 to (B)(6) 2016 and topiramate from (B)(6) 2015 to (B)(6) 2016. In 2015, the patient experienced pelvic pain ("severe pelvic pain all the time/ pain"), 1 day after insertion of essure. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("large amouts of bleeding / heavy periods / menorrhagia"), vaginal haemorrhage ("vaginal bleeding/ abnormal bleeding (vaginal)"), migraine ("migraines / headaches"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain") and was found to have weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition : depression/ psych injury"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse / pain during intercourse") and dysgeusia ("metal taste in mouth"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), abdominal pain ("abdominal pain all the time/ abdominal pain"), back pain ("lower back pain"), bladder disorder ("bladder/urinary problems bladder probs") and urinary tract disorder ("bladder/urinary problems bladder probs"). The patient was treated with amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antibiotics and surgery (hysterectomy/salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, suicidal ideation, pelvic pain, abdominal pain, dyspareunia, dysgeusia, back pain, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, alopecia, urinary tract infection, depression, vaginal discharge, fatigue and weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, device dislocation, dysgeusia, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, suicidal ideation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2016 and (B)(6) 2016. She didn¿t undergo an essure confirmation test. (Discrepancy noted in pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: results: coils were properly placed. Ultrasound scan - on (B)(6) 2016: results: bilateral and satisfactory good placement. On unknown date: hysteroscopy was performed and the devices could not be seen. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : new events added : "bladder/urinary problems bladder probs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.